Event description:
It was reported that an unspecified quantity of novum iq large volume pumps (lvp) had concurrent solution flow issues. These issues were described as ¿secondary infusion risk at high flow rated, potentially causing unintended primary bag flow¿. It was unknown if a patient was connected at the time of these events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.